Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 4/29/2019, 7/17/2014, and 1/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, pain, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture, capsular contracture, baker grade IV, and pain.

Event description:
Patient reported left side "moderate breast pain" and side-unspecified "a lump or thickening in or near the breast or in the underarm area." Patient additionally reported a left side rupture. Patient also reported "small collection of fluid." Health professional reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, wear abrasion, fold creases, nicks and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: a curved striated opening on posterior side assessed as surgical damage and nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
Device has been explanted.